Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On september 25, 2020, olympus medical systems corp. (Omsc) received literature titled "outcomes of endoscopic submucosal dissection vs esophagectomy for t1 esophageal squamous cell carcinoma in a real-world cohort". The purpose was to directly compare outcomes of patients with early-stage esophageal squamous cell carcinoma (eescc) treated with esd vs esophagectomy. In the literature, it was reported that four severe perforations during esd that required some ultrasound-guided thoracic drainage were observed in the patients with t1a-m2/m3, or t1b eesccs who underwent esd (n = 322) or esophagectomy (n = 274) from october 1, 2011 through september 31, 2016 at zhongshan hospital in shanghai, china. The esd procedures were performed using a hook knife (kd-620lr; olympus), an insulated-tip knife (kd-611l; olympus), or a hybrid knife (non-olympus device), but the model number was not identified. We do not found whether the perforations were occurred during or after the procedure and also what devices the surgeon used. Based on the available information, a direct relationship between the olympus product and the observed adverse events could not be determined. However, we assumed that the perforations might occurred during the esd used the knife. Therefore, omsc will submit 1 medical device report (MDR) of the single use electrosurgical knife for four perforations that required surgical intervention.